Event description:
A user facility reported that a pt had a torn capsular bag during cataract surgery. The relationship of this event to the intraocular lens is not known. Add'l info has been requested.